Manufacturer narrative:
(Other): the heart rate curve was less than 10 bpm at the time syncope occurred. A response from the manufacturer is pending. (Other): since the device remains implanted, the files from the programmer that was used were reviewed. (Other): the low heart rate on the curve resulted from a wrong calculation performed by the programmer due to interrupted interrogations; the recorded patient heart rate at that time was normal. Further information showed that the low point on the curve occurred approximately 2 hours after the syncopal episode. (Other): the pacemaker operations were normal; the device can remain implanted. Device remains implanted.

Manufacturer narrative:
A response from the manufacturer is pending. Device remains implanted

Event description:
Following a syncopal episode, the patient went into the clinic. Review of the 24 hour heart rate curve showed a rate of less than 10 bpm at the time the syncope occurred. The files from the programmer that was used were sent to the manufacturer for review & recommendation. The device remains implanted.

Event description:
Following a syncopal episode, the patient went into the clinic. Review of the 24 hour heart rate curve showed a rate of less than 10 bpm at the time the syncope occurred. The files from the programmer that was used were sent to the manufacturer for review & recommendation. The device remains implanted.